Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported by a physician that t-fasteners were placed on a patient (B)(6) 2015 and removed on (B)(6) 2016. The patient also had a laparoscopic gastric tube that was removed on (B)(6) 2016; however, the patient continued to have recurrent infections around the gastric tube site. The physician ordered a cat scan that showed one of the metals from the t-fasteners within the rectus muscle. Additional information was provided by the physician on 13-may-2016 that states, the infected site was initially drained in the clinic. The cat scan showed a metallic clip to be within the posterior aspect of the rectus muscle, and the patient's wound was explored in the operating room under general anesthesia to remove the clip. The patient is at home and doing well.